Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead did not deliver pacing when required. Moreover, the lead was not capturing at the highest output. Hence, the lead was repositioned. Also, during the procedure the lead was perforated and patient had cardiac tamponade. The lead remains in service. No additional adverse patient effects were reported.